Event description:
It was reported that effective therapy was never established for the patient after their initial permanent implant. Surgical intervention was undertaken in which the patient's system was explanted to address the issue.

Manufacturer narrative:
The reported observation of ¿ineffective therapy¿ was not confirmed in reference to the returned lead. A visual inspection of the returned 5 lead segments found the lead body had burn markings and the lead wires were pulled out of the lead body. No electrical testing could be performed that would provide reliable results due to the extent of the damage the lead was subjected to during the explant procedure. Analysis of the ipg system diagnostics suggested the system (ipg and lead) functioned normally up to the time of explant.